Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Healthcare professional reports, "fracturation silicone tubing". Device has been explanted.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a strain relief. Analysis noted that the port tubing was broken with a sharp unidentified opening.

Manufacturer narrative:
Medwatch sent to FDA on 08/07/2015. Follow up identified that this is a different device. No new device information was provided. Device was received by the lab. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a strain relief. Lab analysis has not yet been completed.